Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported that an exalt model d single use scope was used for an endoscopic retrograde cholangiopancreatography (ercp) on (B)(6) 2024. During procedure the screen went out. The system was turned on and off and the scope was plugged in and out but the image was not recovered. The procedure was completed with a second scope. There were no patient complications related to this event.